Manufacturer narrative:
Device passed self test. Unit alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Unit received with scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed pump error alarm. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer stated not possible to perform self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.